Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was less responsive. Customer's blood glucose value was unknown. Customer stated that act and up buttons was harder to press also sometimes has to press buttons twice. Customer also stated that insulin pump had unexplained no delivery alerts. The device will not be returned for analysis.